Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system keyboard made a loud noise. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a keyboard failure. A field service engineer found that the keyboard was making a chirping sound with every button press and that some keys were not functioning. The fse performed testing using the hardware testing application, confirmed functionality, disabled the stuck key sound, and rebooted the device. After reboot, the keyboard was retested using the hardware testing application and verified by the user to be operating properly. The system functioned as intended after the field service engineer repaired the device.